Event description:
On (B)(6) 2011, customer reported that on (B)(6) 2011, she began using a new lot number of calibrator 5 plus (cal 5+) on the immage 800 instrument. Customer stated that immediately following the switch to the new cal 5+ lot her rheumatoid factor (rf) shifted >4 standard deviations high. Customer tried two different lot numbers of rf with the new lot number of cal 5+ and both lot numbers of rf reagents recovered the same high quality control (qc) value. No specific patient information was provided, however, customer stated that the 22 patients were not know to be rheumatoid arthritis patients and therefore most of them should be negative (<20). Rf false positive results were not reported out of the laboratory. Several combinations of reagent, calibrator, and buffer lots were run to troubleshoot and run 3 on (B)(6) 2011, are assumed to be correct. Only results from run 3 were reported out of the laboratory, and all the reported results are assumed to be correct. Data from before (B)(6) 2011, was provided for comparison and was assumed to be correct. Samples were serum and no sample issues were noted. Customer did not report any system errors or issues with other chemistries. No service was called since customer was able to troubleshoot the issue. As of this time, customer is satisfied with results using the combination of reagent and calibrator lots.